Event description:
It was reported that infection and erosion occurred. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). D334trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 407645 implantable pacing lead, implanted: (B)(6) 2007; 693558 implantable tachy lead, implanted: (B)(6) 2013.